Event description:
It was initially reported that the physician received the message "error check wand" while interrogating a pt. The error message was received the next day with another pt. A hard reset was performed that appeared to resolve the issue. The company rep went to the site to further troubleshoot this issue. While there, the company rep replaced the 9 volt battery in the wand and the programming system appeared to be functioning properly. Add'l info was received that indicated that the physician was still having issues with the programming system. The physician replaced the 9 volt battery in the wand and was then able to interrogate patients but was unable to run diagnostics. The issue is believed to be related to the programming system and not the patients being at end of service. Good faith attempts for more info and product return have been unsuccessful to date.